Event description:
It was reported that the pump's battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.